Event description:
It was reported, ¿the incident was related to a feeding tube which caused injury to the distal duodenum¿[patient] initially had an (orogastric) og tube for enteral tube feeds but had high gastric residuals, not able to advance to goal feedings. Og replaced with a post-pyloric cortrak feeding tube placed under cortrak guidance on hospital day 9; (B)(6) 2024 (after ett was changed by anesthesia). Position confirmed to be post-pyloric tip in 3rd portion of duodenum on abdominal xray. However, he continued to not tolerate tube feeds, high gastric residuals. Repeat abdominal x-ray 4 days ((B)(6) 2024) later showed the tip in the 4th portion of the duodenum angled more medially. Water soluble contrast study done the next day (B)(6) 2024 showed contrast filling the duodenum with no contrast extravasation outside the lumen, but no antegrade flow into the jejunum. By this time was on total parenteral nutrition (tpn) because of continued intolerance of tube feeds, high gastric residuals, abdominal distention. Developed recurrent signs of sepsis, fever, leukocystosis. This is from my note on (B)(6) 2024: new pneumatosis intestinalis of distal duodenum and proximal jejunum, associated with a hematoma of the duodenum and proximal jejunum, either intramural vs paraduodenal, likely a complication of the feeding tube. No free air or retroperitoneal air outside of the bowel wall. This was discovered on a computed tomography (CT) of the abdomen and pelvis with enteral contrast today, which was ordered for fever workup and worsening leukocytosis. The tip of the feeding tube appears to have migrated into a submucosal position. I removed the feeding tube and the feeding tube appears intact all the way down to the tip. The feeding tube is bile-stained, not bloody or bloodstained. There is no kinking, twisting or bends in the tube other than the natural curvature of the duodenum. Heparin drip was discontinued in the setting of the hematoma. Proton pump inhibitors (ppi) increased to protonix 40 mg IV twice daily. Hepato-pancreato-biliary (hpb) surgery and interventional radiology (ir) consults. Repeat CT scans evolved to a more complex retroperitoneal fluid collection in the region of the distal duodenum/proximal jejunum. Underwent CT guided ir retroperitoneal ir drainage on (B)(6)2024 with bilious drainage, low output. Over the last several weeks, the collection has decreased in size. Latest CT (B)(6) 2024 shows 2 collections in the retroperitoneum which likely communicate, drain in good position in the more posterior collection and enteral contrast does go past the duodenum into the distal small bowel. Patient has slowly improved, he remains on tpn, but sepsis has resolved, awake, alert, trached, weaning from vent, progressing with trach mask trials. The thought is that he will require an exploratory laparotomy, exploration of the distal duodenum /proximal jejunum, repair vs partial distal duodenectomy and reconstruction with a duodenuo-jejunal anastomosis, and feeding jejunostomy. The timing of surgery is being discussed.¿. Per additional information received on 24may2024, ¿I really don¿t think it was a problem with the tube, the tube itself was intact, no breaks.¿ per additional information received on 14jun2024, ¿I don¿t really think there was anything wrong with the tube. The patient was critically ill at the time the feeding tube was inserted, on high dose vasopressors, ards, aki. He was not tolerating nasogastric feedings. My thought is that he probably had some ischemic injury to the bowel, and the tip of the feeding tube landed at an area of duodenal mucosal breakdown and then dissected into the wall. Today¿s update: he was brought to surgery today (B)(6) 2024 and was confirmed to have a duodenal perforation involving the 4th portion of the duodenum with a contained retroperitoneal abscess. He underwent a partial duodenectomy (d3- d4), reconstruction with a primary anastomosis duodeno-jejunostomy (d2-j) and feeding jejunostomy (avanos 18f feeding jejunostomy tube). The case went well and we will see how he does.¿.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Therefore, the UDI-pi is unavailable. All information reasonably known as of 17 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: d4, h4, h6. The actual complaint product was returned for evaluation. Subject sample provided was evaluated the 2-port enfit connector is attached at the proximal end of the tubing. The connector does not exhibit visible damage. The connection appears to be secure. The bolus tip is attached at the distal end of the tubing. There is no visible excess material, flash or other protrusions at the connection. According to the customer comments the cause of this issue appears to be an incorrect use of the device. All information reasonably known as of 08 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: the product involved in the report has been returned and the investigation remains in progress at this time. Number. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 23 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.